Event description:
It was reported by the customer that a pyxis medstation es system remote manager was falling off fridge. The customer stated that they removed the required medications from other stations and confirmed that no harm or delay in accessing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was improperly installed and coming off the fridge. A field service engineer found that the universal hasp adjustment screws were not fully seated and broken off as they should be allowing hasp to loosen and misalign. Removed hasp, cleaned and reinstalled adhesive tape and reinstalled hasp and adjusted to fridge door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was improperly installed and coming off the fridge. A field service engineer found that the universal hasp adjustment screws were not fully seated and broken off as they should be allowing hasp to loosen and misalign. Removed hasp, cleaned and reinstalled adhesive tape and reinstalled hasp and adjusted to fridge door to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager was falling off fridge. The customer stated that they removed the required medications from other stations and confirmed that no harm or delay in accessing medications. There were no adverse events or injuries reported based on this event.